Manufacturer narrative:
(B)(4). This customer reported a charge button failure in op-check and error messages in the status log. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported a charge button failure in op-check and error messages in the status log.